Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a red irritation underneath the electrode belt distribution node. A nurse at the patient's rehabilitation facility rubbed an ointment into the irritation. During a follow-up it was reported that the irritation had improved.